Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. It is possible the foot caught tissue during closing of the foot preventing full closure and inhibiting removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, the device was removed with excess force. It should be noted that the prostyle instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contributed to the reported difficulties with the device, therefore, notification is not required.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an unspecified procedure. Reportedly, the lever was returned to it's original position (step 4); however, the footplate did not retract all the way in. The prostyle device was removed against resistance. The prostyle device was retrieved as a single unit, with no device separation noted. No vessel damage was noted. Pressure was held for one hour to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - against resistance.